Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, via the naked eye, the area of the reported leak was marked by the customer. Microscopic inspection showed a cut in the tubing along with drag lines or tool marks. During functional testing, the leak was noted approximately 42 inches below the drip chamber. The reported condition was verified. The cause of the condition was not determined. An ncr has been opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked. The leak came from several pin holes in the segment of the tubing which goes inside the infusion pump. This occurred during priming. There was no patient involvement. No additional information is available.